Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's new ins and rechargers have not worked to specification. The rechargers have been changed but still do not function correctly. It could take up to three hours to charge the ins in the patient's back. It was noted that the patient had an appointment for wednesday morning, but it was unclear which date.

Manufacturer narrative:
G2. Foreign: au. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note, additional information received clarified that the event involved a different model ins than what was initially reported. Section d was updated based on the new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. The ins serial number and implant date were provided. The date the patient first started experiencing the issue was unknown and would not be able to be obtained. No further details/clarification was available regarding the ins and rechargers not working to specification. The cause of the issue was not determined. The patient's issues have been resolved, and no further actions/interventions were taken or planned. It was noted that this information was confirmed with the physician/account.